Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: web and phone.

Event description:
Reported conflicting sars results for 1 symptomatic consumer. The consumer communicated that they obtained a positive result followed by a negative result the same day. No confirmatory testing had been completed. The consumer mentioned testing with an expired quickvue otc kit (off-label use).